Manufacturer narrative:
Conclusion the complaint describing a leaky on the head set cannot be verified, the head set meets product specifications. Result a visual inspection and tests for flow and leak were performed on the returned used samples. All test results were within specifications. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2012, the pt reported noticing that the pad of the infusion set headset is wet with insulin on several occasions and her blood glucose has elevated to 300 mg/dl. Her normal blood glucose range is 109-170 mg/dl. She stated she rotates her infusion sites clockwise around her abdomen every 3-5 days. She was educated on the proper usage of the headset. She stated that the headsets do not appear to be damaged and the cannula is not coming out of her body. She stated that the leakage occurs during larger boluses and that insulin may be leaking out of her body but she believes the headset is leaking. The pt did not require treatment from a health care professional or second party to address the issue. The infusion sets were replaced and requested to be returned for evaluation.